Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead impedance had gradually been increasing into the high range. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead also exhibited a rising threshold and possible fracture in addition to the continued rising impedance. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4194 implantable pacing lead 2006 (B)(6); 6931 implantable tachy lead 2006 (B)(6). (B)(4).